Manufacturer narrative:
The physician stated the monarch was attributed to the adverse event. After monarch bronchoscopes were returned for failure analysis, no issues were identified. The risk of pneumothorax is documented in (B)(4), monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that after a monarch-assisted bronchoscopy procedure, patient experienced a pneumothorax. The biopsy of a lesion in the right middle lobe. The location of the pneumothorax was right side. A chest tube was placed to treat the pneumothorax. The patient was released the same day.